Event description:
Customer reports a nurse cut herself while activating direct check quality control material. Customer unsure if protective sleeve used. Treated with a disinfectant and bandage. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method code - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions - no conclusion can be drawn.